Event description:
It was reported that the patient had a loss of therapy and all the impedances were 'bad.' The case combinations were reportedly normal, and all other bipoles were 'bad.' The patient was scheduled to see the doctor on (B)(6) 2012 but did not show up. No further information was available. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v852752, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).